Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, pt: 1, inratio: 1.5, lab: 4.0. Date: (B)(6) 2010, pt: 2, inratio: 1.7, lab: 3.2. Lab tech said that he is "milking" the pt's finger, because he is having a hard time getting blood from the pt's fingers.